Event description:
It was reported that an unexplained motor stall appeared in the pump logs when the healthcare provider (hcp) saw the patient. The logs were printed, as the patient reported being allowed 2 boluses, one after another. This was not confirmed on the logs. It was noted that the patient was on a ketamine infusion and was not very coherent. The hcp was concerned that the pump may have been one of the ¿hazard alert ones with internal shorting¿. It was also reported that the personal therapy manager (ptm) logs and pump logs were was inconsistent with each other. There was no patient injury. The patient status was reported as ¿recovered fully¿.

Manufacturer narrative:
(B)(4).